Event description:
Reporter indicated that pt complains of discomfort at the generator site and has had this pain since shortly after implantation. It was reported that pt has limited movement of left arm due to this pain. There are no signs or symptoms of infection. Physician does not believe that the device has migrated or is working inappropriately